Event description:
The facility's biomedical engineer reported an incident where "IV fluids did not infuse for approx 8 hours" and the pump did not alarm. The pump was set up with a 1l bag of 20meq potassium chloride in 5% dextrose and 0.45% sodium chloride injection, usp and programmed with a flow rate of 50ml/hr. The clearlink buretrol solution set and an extension set were connected to the pt's IV site. The buretrol contained approx 50-57ml of IV fluid. The infusion was started and reportedly the nurse was checking the pt's IV site approx every hr. The IV site was found to be within normal limits and with no edema. The two hours prior to the discovery of the reported condition, the nurse reported the IV fluids in the buretrol to be "at 100ml". The pump was "making the noise as it was running and drops were showing on the screen, as it was infusing." Approximately 6-8 hours after the infusion was started, the nurse noted that "the pump stated approx 300ml infused, since last cleared." The nurse attempted to flush IV site and was unable to. The nurse discovered that no IV fluids were being delivered and the pump did not alarm to alert that it was not infusing. As a result, the IV catheter clotted and the patient "had to undergo unnecessary IV stick." The physician was notified. The IV was restarted, a new pump was obtained, and the IV fluid was changed to 5% dextrose and 0.9% sodium chloride injection, usp, "due to low sodium." The flow rate of the infusion was increased. The event was reported to cause "delay in treatment" and "possibly because of that, the pt's hospital stay was extended." The pt recovered without any adverse outcome and was discharged three days later. The director of oncology unit believes the clamp above the buretrol was closed when the event occurred. Despite baxter's efforts to obtain additional information, details were not available regarding whether or not the nurse adjusted the roller clamp, filled the buretrol with IV fluid, and observed drops failing in the drip chamber during the 8 hour period, and the status of the 1l IV bag.